Manufacturer narrative:
This report is submitted on december 30, 2020.

Event description:
Per the surgeon, the patient experienced a loss of osseointegration on (B)(6) 2020, resulting in fixture loss. The patient was treated with antibiotics (type and duration not reported). Reimplantation is planned but has not taken place at the time of this report.